Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that emergency medical services were dispatched due to over delivering of insulin and low blood glucose on (B)(6) 2020. Blood glucose level at the time of the incident was 20 mg/dl. Customer stated that customer has been using insulin pump system within 48 hours of reported low blood glucose event and they have been having low blood glucose for last 2 to 3 days. The insulin pump will be returned for analysis. The reservoir will not return for the analysis.